Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to a user error due to: misaligned insertion. Improper seating or positioning of the anchor. Debris or soft-tissue obstruction inside the guide. Excessive force applied during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that an ar-9928bck-mis achilles speedbridge anchor got stuck inside the guide. This occurred during use in a case with no patient effect. No delay to case. Case completed by using another implant.